Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, necrosis, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) injectable implant could not be reviewed as the lot number was not provided. Device not returned to manufacturer.

Event description:
This spontaneous report was received from a british healthcare professional and concerns a female patient who was injected with a total of 3.0 ml of radiesse(+), into lower face and nasolabial folds, on (B)(6) 2016. On (B)(6) 2016, the same day after radiesse(+) treatment, the patient experienced pain, on the (B)(6) 2016, the patient experienced swelling, and on the (B)(6) 2016, the patient experienced necrosis. Due to the fact the symptoms of necrosis started on (B)(6) 2016, it was entered as the event onset date. Follow-up information was received on (B)(6) 2017: the patient required a plastic surgery to rectify necrosis of the upper lip, which followed a vascular compression. Based on the provided information, the outcome of the event is considered not resolved.